Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : one un-opened package was returned, after an initial examination of the un-opened package a blue material was observed inside the package. The inner driveshaft is made of blue polycarbonate, it is possible that a small amount of blue plastic (flash) was released during the shipping process. The probable root cause/s could be environmental conditions, inadequate cleaning process.

Event description:
It was reported that a unknown foreign matter was found inside the package. It was found before the surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a unknown foreign matter was found inside the package. It was found before the surgery.